Event description:
The reporter stated that the surgeon was inserting a three piece aspheric collamer lens model cq2015a and the trailing haptic tore off. The surgeon enlarged the original incision to remove the lens and another same model lens was inserted, and a suture was used to close the incision.

Manufacturer narrative:
Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.